Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose of 600 mg/dl. Her symptoms of high blood glucose included vomiting and dehydration. Customer treated with manual injection and her blood glucose went down to the 500 mg/dl range, so she gave herself more insulin, but later noticed the reservoir was not connected to the insulin pump. She put it back in and declined to troubleshoot the insulin pump for high blood glucose. Customer also stated activity guard was missing from the insulin pump. Nothing further reported.